Manufacturer narrative:
Findings: pump received with a high idle current due to faulty board. Also an alarm occurred after battery change due to voltage leak on interphase board. The battery icon on the display functioned properly. No display anomaly noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump experienced a compromised force sensor system alarm. The customer's blood glucose level was 106 mg/dl at the time of the incident. The customer was assisted with troubleshooting and was able to return the full screen on the device without an impartial screen. The customer receives low battery alarms when the batteries are less than one week old. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.